Event description:
It was reported that during a pci procedure, difficulties were experienced with the maverick2 monorail catheter. The calcified lesion was located in the mid left anterior descending (lad) coronary artery. According to the customer, "it was difficult to cross to lad mid due to calcification. The pressure became decreased while it was inflated at nominal pressure for 5 seconds. Used another one, the procedure was successfully completed." No patient injuries or complications were reported. Patient status is reported as "good."